Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was to report the event. The caller indicated that the patient was implanted with a pain pump on (B)(6) 2022. The patient felt like the ins was not working as well as before the pain pump placement. The caller indicated that they tested impedances and the values were in the 38000-40000ohms range. The therapy parameters are unavailable at the time of the call. Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information was reported that after interrogation of ins there was a determination of a high impedance. The patients initial complaint was that her pain had increased and her ins was not working as well as it did before pain pump implant. Programming adjustments made to pt current ins to see if impedances resolve. (B)(6) 2022 pt was seen in office for follow-up for and pt seen by rep. Interrogation of battery done at this time, confirming a higher impedance with indication to ¿not use¿ contacts due to high impedances. Pt ins currently turned off.